Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12 atmospheres without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issue with the shafts. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 95% stenosed, severely calcified and moderately tortuous lesion in the left main trunk. The 10mm x 2.75mm wolverine coronary cutting balloon ruptured on the eighth inflation at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 95% stenosed, severely calcified and moderately tortuous lesion in the left main trunk. The 10mm x 2.75mm wolverine coronary cutting balloon ruptured on the eighth inflation at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.